Event description:
Information received from the manufacturer's representative reported that electrode #0 of the implantable neurostimulator (ins) system had an impedance of >10,000 ohms. The representative was not able to run the impedances at a higher voltage because the patient could not tolerate it. Electrode 0 was in use and the representative was able to reprogram the patient to give them coverage for their pain. The indications for use for the implanted device were noted as failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.